Manufacturer narrative:
(H3) the revision reported may have been the result of a post traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), patient-related conditions, or a combination of the four, which led to the humeral liner disassociating from the humeral tray. However, this cannot be confirmed as the devices were not available for evaluation.

Manufacturer narrative:
Concomitant device(s): 320-10-00, 4442885 - equinoxe reverse tray adapter plate tray +0. 320-20-00, 4312875 - eq reverse torque defining screw kit.

Event description:
As reported, approximately 5 years postop a rtsa, this (B)(6) y/o female patient¿s poly disassociated from the adaptor tray on implants. This implant became disassociated with the adaptor tray in a basically sedentary patient. The patient did admit to a fall on the stairs 3 months prior. However, the minor trauma date and the dates of loss of motion in the shoulder do not coincide. All implants were retrieved and successfully explanted during the revision surgery.